Event description:
Caller states customer had low blood glucose symptoms with a result of 74 mg/dl obtained on the compact plus system. Customer's grandmother treated the customer with sugar and honey; 30 minutes later customer tested 42 mg/dl on the compact plus system. Paramedics arrived 7 minutes later, and customer tested 32 mg/dl on professional device. Customer's low blood glucose symptoms were improving; therefore no medical treatment was administered. Requested return of suspect device, and replacement was sent.